Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that an allergic reaction causing excessive itching, irritation and yellow discharge had occurred while wearing the pod between 4 and 24 hours. Symptoms began 1 to 2 days into pod usage. Patient visited physician, was diagnosed with severe hives, and was provided the following medications: allegra (2 tablets each morning) and zyrtec (1 tablet every night). Doctor also put patient on 4 antihistamines and a shot, none of which were specified by name. Patient has since resumed omni pod therapy without any additional reactions reported.